Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w ver. 5.2a. Retainer ring = black. Case type = ngp. On (B)(6) 2022 the customer reported a stuck button alarm and then a blank display with a flashing red notification light and the vibrator vibrating. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the left belt clip rail, another crack in the case running horizontally across the battery tube about where the bottom of the battery compartment is located, missing display window cover, cracked middle (enter) keypad button. Unit passed displacement, sleep current measurement, active current measurement, and self tests. No blank displays and no stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. In addition to this, no unexpected flashing red notification lights plus vibrations were noted either. Thus software was utilized and uploaded trace/history files properly. The adapt tool lists the following battery related alarms/alerts around the event date: 58=failed battery test occurred on 12/03/2022 @ 11:47:37, 11:48:57, 11:49:31, 11:58:34, & 12:00:02. The adapt tool does not list any 61=stuck key alarms whatsoever. In addition to this, the adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j7, j6, da2, back of the lcd screen. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. The unit passed the keypad voltage test. In summary, the customer¿s report of a stuck button alarm and a blank display with a flashing red notification light and the vibrator vibrating all were not confirmed during testing. The unit does not meet spec due to the moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
The device was returned for analysis.

Event description:
Information received by medtronic indicated that the insulin pump alarmed a stuck button while the patient was working. The customer tried to replace the battery on the pump but the insulin pump started beeping and vibrating with no display. Troubleshooting was performed and the customer stated that the buttons were not pressed for more than 3 minutes or longer and the insulin pump was not exposed to changes in altitude. No harm requiring medical intervention was reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.